Event description:
A 28 mm diameter x 3.75 cm length aneurx aortic cuff was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm. The pt's anatomy was moderately tortuous with moderate calcification. It was reported that during advancement the aortic cuff, without the use of an introducer sheath, the device kinked between the nosecone and the delivery system. The stent grafr was removed from the pt. The physician pulled a second aneurx aortic cuff of the same size and case was completed successfully. There were no clinical sequelae reported and the pt is reported to be fine. Medtronic has not received the device.